Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event.lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.1. Cgm sensor type: data not available. * please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. Reportedly, the patient had been experiencing pain at the insertion site while on vacation; however, the specific location was not provided. Upon removal of the pod, they noticed ¿masses¿ under the skin. Blood glucose level then proceeded to ¿go up and up¿. The patient's blood glucose levels reached over 250 mg/dl. Symptoms reported include vomiting, diarrhea, and the inability to talk. The patient was treated with intravenous fluids and an insulin drip. The patient was released after 3 days on (B)(6) 2026.